Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully.